Manufacturer narrative:
(B)(4). Results of investigation: the carefusion service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a defective display assembly.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) screen is not responding to touch. There was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a scratch at lower left corner on the display assembly.